Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital on (B)(6) 2015 with a black tarry stool. The patient's hemoglobin was 4.7 g/dl at the sending agency and 6.8 g/dl on admission. The patient was hospitalized and transfused with 1 unit of packed red blood cells. It was reported that multiple duodenal bleeds were located and clipped. No further information was provided.